Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in the reservoir compartment noted. Unable to verify battery cap damage due to pump received without the original battery cap. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date. The customer's mother mentioned that before that night, her blood glucose was of 140 mg/dl but then suddenly spiked to 600 to 1400 mg/dl. The customer's doctor said that it maybe the insulin pump that which caused the problem. Customer's mother stated they noticed that the battery cap was popping out and they can't get close it properly. Customer reported that there was crack at back side of the battery compartment all the way to the bottom. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.